Event description:
Patient's father reported the menu and up/down buttons on the infusion device do not function properly. Infusion device was requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.